Event description:
Boston scientific received information from a local sales representative that this right ventricular (rv) lead was going to be revised due to loss of capture (loc). During the revision procedure the physician could not gain access and elected to replace the device and leads. This patient is in chronic atrial fibrillation. No adverse patient effects reported from the procedure.